Manufacturer narrative:
Updated data: b5. Additional information was received that at an unknown date following valve implant, upon repeat investigation, recurring migration of the valve frame into the left ventricular outflow tract was noted. One month, twenty days following valve implant, an echocardiogram was performed and showed a moderately impaired ejection fraction between 40-45%. In addition, the valve appeared ventricularly displaced and left bundle branch block was observed. The patient presented with complaint of worsening shortness of breath and difficulty with exertion as a result. Subsequently, a 26mm non-medtronic valve was implanted. No additional adverse patient effects were reported. E1. Initial reporter last name updated to "(B)(6)" as standard for complaints received via patient advocate. Associated with previously submitted rr: 2025587-2021-02408. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: no images of the implantation procedure or the implanted valve were available for medtronic review. The valve was not returned to medtronic, so no product analysis could be performed. Migration is a known potential adverse effect per device instructions for use (IFU), and can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level, sparsely calcified native anatomy providing insufficient anchoring, asymmetrical root calcification, under expansion of the valve and others. However, a conclusive cause could not be determined. Low ejection fraction can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. The valve migration may have been a contributing cause. Conduction disturbances, such as left bundle branch block (lbbb), are known potential adverse effects per the device IFU. Factors, that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. A conclusive cause of this conduction disturbance could not be determined, but the valve migration into the left ventricular outflow tract (lvot) was a likely contributing cause. Review of the device history record (DHR), for this device found, it was built to specification and met all inspection and acceptance criteria. No issues were noted, that would have impacted this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not allege a device misuse or malfunction occurred. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a patient that three months and twenty-six days following the implant of this transcatheter biop rosthetic valve, a second valve was implanted. No additional adverse patient effects were reported.